Event description:
Related manufacturer number:(B)(4). It was reported the patient's experiencing low impedance on all contacts except for 8. In turn, surgery may occur later.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: 05415067017246, serial: 16523661, batch: a000035913.

Manufacturer narrative:
Additional information received indicates there no allegation against the leads and this is no longer a reportable event. The leads are implanted and functioning properly.